Event description:
A discordant, falsely elevated calcitonin result was obtained on one patient sample on an immulite 2000 instrument. The falsely elevated calcitonin result was not reported to the physician(s). The same sample was repeated on the same instrument and resulted lower than the initial result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcitonin result.

Manufacturer narrative:
The customer ran quality controls (qc) before the discordant result was obtained. The qc was in range for all three levels. A siemens field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a broken tube lifter. The fse replaced the tube lifter and adjusted the turnaround number for the wash station and dilution station. The cause of discordant calcitonin result is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.